Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01914 and 01915) submitted for devices related to the same event.

Event description:
It was reported by the vad engineer, patient reported an electrical fault alarm at home. Patient was asked to report to outpatient clinic for assessment. Logfiles downloaded and sent, driveline and controller assessed by vad engineer and vad coordinator. No visible trauma to driveline, team was unable to reproduce the alarm. Driveline cover intact and secure, xray of driveline showed no areas of concern. Heartware engineer arrived on (B)(6) 2016 to assess driveline and connector. Patient inr 2.7, patient was given lovenox 100mg in preparation for pump stop/driveline cleaning. Patient tolerated pump off time very well. Connector was cleaned and patient was given a new patient pack and new controller. No additional information provided.

Manufacturer narrative:
The driveline cable, (B)(4), was not returned for evaluation and remains implanted. Review of the manufacturing documentation confirmed that the driveline met all requirements prior to release. The reported event was confirmed by log file analysis which revealed 2 electrical fault alarms of type sys_rear_phase_b_open, indicating an open wire on the rear stator of the pump. A driveline cleaning procedure was performed to mitigate the reported electrical fault alarms. The alarms were resolved with the procedure. The information available suggests that the reported electrical fault alarms were caused by contamination/foreign material of the driveline cable connector. Based on the investigation conducted, the most probable root cause has been attributed to design/training issues. Heartware has initiated an internal investigation to further evaluate issues related to driveline connector contamination leading to electrical faults. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This is one of two reports (3007042319-2016-01914 and 3007042319-2016-01915) submitted for devices related to the same event.

Manufacturer narrative:
Correction: d4 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.